Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. This issue is being investigated through CAPA. Correction: this is a report of a colleague infusion pump with a damaged battery alarm. It is unknown when the reported condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Event description:
This is a report of a colleague infusion pump with a battery issue. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software version is currently not known. No additional information is available.